Event description:
It was reported that the brake tip is missing which will effect the braking function of the stool. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.